Event description:
It was reported that the customer had an a35 alarm on the insulin pump. The customer's blood glucose level was 157 mg/dl. The customer was assisted in performing displacement test and the test failed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back up plan per medtronic instructions. The customer was advised to return insulin pump with battery and zero out basal rates.

Manufacturer narrative:
The insulin pump alarmed a35 during rewind due to motor encoder signal out of phase. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to a35 alarm. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.